Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the paxscan was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect unit has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the x-ray bar on the imaging system would not complete initialization. Troubleshooting found that the paxscanner was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.